Manufacturer narrative:
Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: flat creases, wear abrasion, total delamination of valve. Based on the device analysis, the final assessment is delamination of diapherm flange disk assessed as adhesive failure.

Event description:
A healthcare professional reported that a patient experienced a ¿ruptured left saline implant and valvular leakage left saline implant¿, ¿severe burning pain left upper breast¿ and ¿superolateral breast pocket extending to axillary region and down left brachium status post mammography with ruptured left saline implant¿. Device was explanted.

Manufacturer narrative:
The reason for reoperation was deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient experienced a ¿ruptured left saline implant and valvular leakage left saline implant¿, ¿severe burning pain left upper breast¿ and ¿superolateral breast pocket extending to axillary region and down left brachium status post mammography with ruptured left saline implant¿. Device was explanted.